Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery spatula (pcs) instrument was analyzed and found to have the cable crimp from wrist control cable at the grip hub dislodged. As a result, the cables appeared to be broken but it was not. The cable crimp was captured inside the welded grip. Additional unrelated findings to customer reported complaint: the instrument was found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that, prior to the start of a da vinci¿assisted procedure, the permanent cautery spatula (pcs) instrument had a loose internal piece within the connector. The procedure was completed with no reported injury.